Manufacturer narrative:
Correction: d10 (therapy dates).

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving the air detected in cassette alarm multiple times during fill 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there was fluid within the cassette compartment of the cycler and on the external of the cycler set cassette. The cassette also appeared to be stuck upon removal but no tears or damage was observed. The patient was advised to end treatment for the night and leave the cassette door open to allow the compartment to dry and to follow up with their peritoneal dialysis nurse (pdrn) regarding the reported event. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment ended for the night upon cancelling treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving the air detected in cassette alarm multiple times during fill 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there was fluid within the cassette compartment of the cycler and on the external of the cycler set cassette. The cassette also appeared to be stuck upon removal but no tears or damage was observed. The patient was advised to end treatment for the night and leave the cassette door open to allow the compartment to dry and to follow up with their peritoneal dialysis nurse (pdrn) regarding the reported event. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment ended for the night upon cancelling treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving the air detected in cassette alarm multiple times during fill 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there was fluid within the cassette compartment of the cycler and on the external of the cycler set cassette. The cassette also appeared to be stuck upon removal but no tears or damage was observed. The patient was advised to end treatment for the night and leave the cassette door open to allow the compartment to dry and to follow up with their peritoneal dialysis nurse (pdrn) regarding the reported event. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment ended for the night upon cancelling treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.